Event description:
The tech alleged the brake casters slide while in brake mode. No patient impact.

Manufacturer narrative:
The tech replaced the brake and brake steer casters and brake bearing to resolve the issue.